Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags leaked at the middle port. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured april 03, 2018 - april 04, 2018. The actual devices were not available; however, a photograph of one sample was provided for evaluation. Visual inspection on the sample photo revealed a leak between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The remaining two samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.. Should additional relevant information become available, a supplemental report will be submitted.